Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was revived and taken to the hospital on (B)(6) 2017, however, at the hospital was taken off of life support on (B)(6) 2017. The cause of death was congestive heart failure, last stage of kidney failure and liver disease, and diabetes. The caller stated that the customer stopped breathing, potassium was high, couldn't stand up, lost his footing and went into cardiac arrest. The customer had kidney failure, heart disease, and stroke. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it was disconnected a few hours prior to passing. The customer was using sensors from a different manufacturer. The caller declined returning the insulin pump for analysis.